Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller was curious about a newer device that ramped up. The caller reported that when the patient turned on the machine they got a jolt. The caller said the patient was special needs and had to hold their hand or the patient would have to hold the wall. They consulted with tech services and they were not aware of a newer ins that ramped up. The patient¿s current device option had the option to ramp up. They told the caller to have the doctor check the number for ramp up and could change it to 8 seconds to it increased slower. There were no further complications reported.